Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw thread on the pfna blade cannot be loosened.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The complained pfna blade was forwarded to the responsible product development manager and was checked for conformance to our specifications and for functioning. Tests have shown no problem with the item in question, the blade is fully functional. Please note; the closing is a left-hand thread. We suppose that a potential wrong direction of rotation was applied. Please follow the op instruction for correct technique of application. The review revealed that this article was manufactured in march 2012 according to the specifications and passed the dimensional inspections. In addition these blades are function checked per 100 percent before they leave the manufacturing facility. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that there was a technical complication during surgery.